Event description:
It was reported that the pt was not hearing well at the last appt, getting only some speech perception.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The problems described in the patient report appear to match the damage found. Other damages found during investigation are related to the removal surgery. This is a final report.

Event description:
It was reported that the patient was not hearing well at the last appointment, getting only some speech perception. The patient was re-implanted on (B)(6) 2015.

Manufacturer narrative:
Ui code not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.